Manufacturer narrative:
The failure of the cannula detaching from the pump housing was unable to be confirmed because neither product nor console data logs were returned; no visual evidence was provided by the user facility of the failure for investigation. A review of the device history and lo history records did not reveal any nonconformities. If additional information is obtained a supplemental report will be submitted. (B)(4).

Event description:
Complainant reported that on (B)(6) 2017 following 5 days of successful impella ld support for a (B)(6) year old male patient the pump was removed from the patient. During removal of the pump it fractured where the motor connects to the cannula. The canula and inflow cage became detached and remained in the patient. The vascular team removed the detached portions of the device from the patient via the use of a snare. No other patient intervention was required, and were no adverse effects to the patient as a result of the reported issue. The patient was reported to be in stable condition following the removal of the device.